Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure alarm and the motor arm cannot communicate with the main arm. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. Assisted with performing a self test and self test was failed. Customer was able to pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Hardware low level failures and the motor arm cannot communicate with the main arm alarm (variableinfo=3) confirmed in the pump history due to broken trace on keypad assembly.